Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, red particles, flat creases, around 0-25% of the shell is missing and a weight test of the device was verified and the device was underweight. Microscopic analysis of the return device identified a broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification), stress marks assessed as non penetrating nicks and an extended striated opening on radius side assessed as surgical damage. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact. A curved striated opening assessed as surgical damage. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture confirmed via MRI. The device has been explanted.